Manufacturer narrative:
A serial/lot number was not provided for the lancing device, so it was not possible to determine a manufacturing date.

Event description:
The contact called on behalf of an employee at an adult day care center who was performing a blood test on a pt. The employee was attempting to recap used lancet, so that she could remove it from the lancing device. While doing so, she stuck herself. The day care center followed its procedure for needle sticks. The employee declined any testing or counseling. Customer service advised the contact that the microlet lancing device was not for multiple pt use and was sending a glucolet 2 lancing device for the center to try.